Event description:
Healthcare professional reported ¿suspected/actual rupture/deflation, ptosis¿ . This record is for the right-side. Device has been explanted and it is unknown if it will be returned.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.